Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had partial display screen was distorted and looks like rainbow effect. The blood glucose level was 238 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.